Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flush. Customer states that while in use the wire snapped and broke through the catheter. This was close to the drive unit and in an area where the wire was outside of the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.